Manufacturer narrative:
Additional information: (manufacturer name, first and last name, street 1, MFR city, region, postal code, email), (phone #). Evaluation summary: the unit was returned and the unit passed all tests and functions. It was found during testing that a loose connected on f the sp02 (peripheral capillary oxygen saturation) connector was not making a good connection. The technician replaced the mainboard to resolve this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was giving low readings, it was giving 88-93 percent on patient. The customer reported that there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.